Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure using acufex bullet point, when passing the wire, it broke inside the product. The procedure was completed without surgical delay using a back-up device. No further complications were reported. The patient's health condition is stable.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on a review of this complaint, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact: the patient¿s health condition is stable and ¿no damage caused,¿ or patient harm alleged. The procedure was completed using a back-up device and without a surgical delay. Therefore, no further clinical/medical assessment is warranted. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed it is not in its original packaging. A small section of the wire was returned in the channel of an acufex bullet. Both the proximal and distal ends were fractured off with no material outside the channel of the referenced acufex bullet. A functional evaluation could not be performed due to the condition in which the device was received. Insufficient product identification information was provided and thus a manufacturing record review, a complaint history review, an instruction for use review and a a risk management review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H11: h2: corrected data on: d1, d2a, d2b, d4 (catalog number, lot number, expiration date, unique identifier (UDI)), g4 (PMA/510(k)number), h4 (should be left in blank), h6 (health effect - impact code).